Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that rep noted that this morning (B)(6) let rep know that patient's rv threshold had gone from 1.4/0.4 to 2.4/0.4. As a result of threshold increase, patient was having intermittent loss of capture. Device output was set to 2.4 in rv. Patient is not dependent. All measurements up to this point were ok. Output increased to (B)(6) and plan is to monitor for now. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).